Event description:
It was reported that after this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) for a ventricular tachycardia (vt), the rhythm went into the ventricular fibrillation (vf) zone, which the device successfully converted with a single shock. No additional adverse patient effects were reported. This device remains in service.